Event description:
The sales rep reported that he has been informed by the surgeon that a knee revision procedure will be taking place on the (B)(6) 2013. The sales rep reported that he has been informed that the stem has come away from the femoral component. Please note that further information will be added once the surgery has taken place. Full product listing to be confirmed after the procedure.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral component. Revision is scheduled for the (B)(6) 2013. It is noted that the device(s) will be returned and when the investigation is completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender from the femoral boss involving an mrh femoral component was reported. The event was confirmed. Material analysis indicates that there is evidence that either the press fit stem had backed out of the femoral component prior to failure or was not originally properly seated. No evidence of contact with tooling within the hex feature of the stem was observed. Medical review indicated: based upon the material analysis report and x-rays, cyclic loading between the cemented distal femoral components and its constrained hinge at the junction of the uncemented stem resulted in fatigue fracture at this junction. There was no evidence of manufacturing or material defects. Device history review: DHR review was satisfactory. Complaint history review: chr review indicates that there are no similar events for the lot. Material analysis indicates that there is evidence that either the press fit stem had backed out of the femoral component prior to failure or was not originally properly seated. No evidence of contact with tooling within the hex feature of the stem was observed. The medical review concluded; based upon the material analysis report and x-rays, cyclic loading between the cemented distal femoral components and its constrained hinge at the junction of the uncemented stem resulted in fatigue fracture at this junction. There was no evidence of manufacturing or material defects. However, the exact cause of the event could not be determined because insufficient clinical information was provided. Further information such as patient demographics, clinical or past medical history and operative reports are needed to complete the investigation for determining a root cause.

Event description:
The sales rep reported that he has been informed by the surgeon that a knee revision procedure will be taking place on the (B)(6) 2013. The sales rep reported that he has been informed that the stem has come away from the femoral component. Please note that further information will be added once the surgery has taken place. Full product listing to be confirmed after the procedure